Manufacturer narrative:
Updated g1.

Manufacturer narrative:
Updated d3 / added component code.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented on (B)(6) 2015 with a thoracoabdominal aortic aneurysm (pre-implant CT diameter 87 mm) that was treated with the implantation of gore® excluder® aaa endoprosthesis in a chimney procedure. On (B)(6) 2020, a type ia and a type ii endoleak originating from a lumbar artery were identified that contribute to aneurysm growth (CT diameter 127 mm) were identified. On (B)(6) 2020, the endoleaks were treated with the implantation of a proximal aortic cuff and embolization of the lumbar artery and the aneurysm sac. The patient tolerated the procedure.